Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was undersensing atrial events, which could not be resolved with programming. Due to the undersensing the patient was having intrinsic conduction and was not receiving biventricular pacing. The lead will be revised. It was also reported that the device was not providing ventricular sense response (vsr) pacing. It was explained that vsr only responds during the atrio-ventricular interval with certain programming. The clinician did not want to reprogram the device. The device is still in use. No patient complications have been reported as a result of this event.